Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossed over to the pyxis server. A technical support specialist checked the patient's details, both patients were shown as discharged. The technical support specialist contacted the customer, but it went to voicemail. An email was sent to verify if the issue was resolved or not. The case was closed as per the customer's email.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was not crossed over to the server. However, there were no adverse events or injuries reported based on this event.